Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was isolated to the electrode belt¿s distribution node (dn) to rear te pulse wire being broken from the trunk cable. The belt was unable to pass falloff testing. The root cause for the broken wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.